Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t wave oversensing. The device is currently programmed on alternate vector, gain x1. It was noted that in the past, the patient had received another inappropriate shock due to myopotential oversensing. At that time, the device was programmed on secondary vector, gain x1. Technical services was consulted, and programming and troubleshooting recommendations were provided. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t wave oversensing. The device is currently programmed on alternate vector, gain x1. It was noted that in the past, the patient had received another inappropriate shock due to myopotential oversensing. At that time, the device was programmed on secondary vector, gain x1. Technical services was consulted, and programming and troubleshooting recommendations were provided. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This product remains in service.